Event description:
A report was received that the patient was experiencing discomfort over the midline incision. The patient will undergo lead revision wherein the lead will be repositioned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.